Event description:
It was reported that the pulse generator was in backup vvi. The patient's presenting intrinsic rhythm was faster than 67.5 pulses per minute. Due to telemetry corruption, further troubleshooting could not be performed. Device replacement was to be scheduled due to unresolved backup vvi status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.